Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress, degradation, and electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had an e218 scope communication error and the cover had foreign material. There was no patient involvement.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The following fields were corrected: in addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on endoscope connector, b30(scope communication err) occurs. The scope cover was sticky. H6: failure to clean adequately. E2: non-healthcare professional. H4: 1/28/2025.